Manufacturer narrative:
A patient sample was submitted for investigation. During the investigation, the customer's results were reproduced. Based on the results for toxo igg, an in-house neutralization assay and an additional independent test method (recomline blot), the roche results are determined to be correctly positive. Based on the information available, an acute infection in the patient is unlikely and a remote state of infection is assumed. The device performs within specification.

Manufacturer narrative:
(B)(6). This event occurred in (B)(6).

Event description:
The customer complained of erroneous results for 1 patient tested for igg antibodies to toxoplasma gondii (toxo igg). The erroneous results were reported outside of the laboratory. The initial toxo igg result from the e602 analyzer was 37.54 iu/ml (positive). This result was reported outside of the laboratory. An aliquot of the same sample was repeated on (B)(6) 2016 and the in-house immunofluorescence toxo igg avidity assay result was <1:32 ((B)(6)) and the liaison clia result was <3.0 iu/ml ((B)(6)). A new sample was obtained on (B)(6) 2016 and the toxo igg result from the e602 analyzer was 29.78 iu/ml. This result was reported outside of the laboratory. An additional result of 28.34 iu/ml was provided. The sample was repeated by the recomline blot mikrogen toxo igg method and the result was (B)(6). The result for the p30 antigen was weak (B)(6). No adverse event occurred. The e602 analyzer serial number was (B)(4).